Event description:
A report was received that during a post-operative examine the pt reported only getting stimulation in his right rib. A lead revision was scheduled to reposition the lead. During the revision, one of the contacts popped out of the lead. The physician replaced the paddle lead. The pt is receiving adequate stimulation following the procedure.